Event description:
Arjo was notified about an event with involvement of the concerto/basic shower trolley. It was reported that a patient fell from the device on the floor as the device side support opened. The fall was slowed by a caregiver. As a consequence the patient sustained left knee pain. The patient was examined by a doctor and physiotherapist. It was indicated that the patient was hospitalized for a left knee fracture.